Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was successfully moved to the other side of the abdomen. It was moved as a result of discomfort complaints by the patient.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that there was a pump problem. A revision was scheduled for ¿tomorrow¿ ((B)(6) 2015) though the reporter did not know what the issue was. The healthcare professional (hcp) wanted to position the pump on the other side of the patient¿s abdomen and tunnel a new 8596sc over to the existing catheter. The drug being infused by the pump was not known by the reporter. No outcome was reported for this event. Follow up was being conducted to obtain additional drug information, medical history, the cause of the pump relocation, whether the patient was experiencing symptoms, and outcome. If additional information is received a follow up report will be sent.